Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a supply change on the ilet without performing a rewind, then advanced past on-screen steps, resulting in improper sequence for cartridge and infusion set replacement with a 23-inch teflon inset. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin therapy after guided troubleshooting and education. Investigation included remote troubleshooting and user guidance through proper steps, including rewind, cartridge insertion with connector lock, tubing fill until drops were observed, infusion set application, and cannula fill. Investigation of this case revealed user error related to incorrect supply change steps, with the device and components functioning as designed once the correct sequence was followed. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.